Event description:
A (B)(6) female pt underwent aaa repair on (B)(6) 2010. The pt was not suitable for endovascular repair because, the aneurysm was 90 degree bended for artery. During angiography, there was a type I endoleak. The physician decided that the sealing was too weak, so he placed an add'l leg (1820334-2010-00499). After placing the add'l leg, it was covered until the pt's contralateral iliac artery, so the physician tried to push up the leg by ballooning, but it could not be pushed up. Also the ipsilateral iliac artery was occluded because, the iliac leg was placed until the external iliac artery. Due to occlusion, the pt was kept under observation. Type I endoleak was resolved.

Manufacturer narrative:
(B)(4). Still under investigation.